Event description:
During preparation for an atrial fibrillation procedure, with the patient in the operating room, the computer was unable to boot. The device was rebooted but the issue remained. The procedure was cancelled.

Manufacturer narrative:
One rhythmview laptop conversion kit was received into the lab for analysis. No accessories or original packaging were available for inspection. Visual inspection of the rhythmview computer indicated all input and output connectors to be free of physical damage and all labeling is legible and correctly orientated. It was also verified that all internal components were secured and no physical damage was detected on the chassis exterior. Functional testing of the returned device confirmed the field reported issue as the system failed to initialize upon power up. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of a non-serviceable system level component. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.